Event description:
Abutment sheared off. Evaluation concluded that the attachment threads of the implant are no longer present; therefore, the hazard is for implant attachment thread fracture.

Event description:
Abutment sheared off.